Event description:
Blood tubing prepared with 1 unit of platelets for patient. Tubing broke underneath the safety clamp on pump segment after rn attempted to put tubing into pump. No extra manipulation involved. Rn stopped, discarded and wasted 1 unit of platelets that had been prepared with the tubing after line was exposed. Charge nurse and md were informed and wrote a new order for platelets, blood bank informed and sent second unit of platelets. Saved tubing set in blood bank bag. No injury to the patient. Cns informed during day rounds.